Event description:
Same case as: 1649384-2013-00049. The ardis peek inserter disengaged from the implant while the surgeon was repositioning the implant. The surgeon placed a 11x26x11 implant in a tight disc space with 8-10 mallet strikes. After taking an image, the surgeon did not like the implant position. The surgeon pulled down on the inserter while malleting another 8-10 times. The inserter disengaged form the implant while the surgeon was pulling and malleting. The inserter disengaged form the implant while the surgeon was pulling and malleting. The inserter was not removed or loosened from the implant between the initial placement and adjustment action. There was not any crack or broken piece of the implant. There were not any pieces of peek on the inserter. The surgeon was satisfied with the final implant placement.

Manufacturer narrative:
Analysis of the returned device did not find any defects. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The cause of the inserter pulling out of the implant was application of off-axis force that is beyond the guidance provided in the surgical technique. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.